Manufacturer narrative:
The root cause of the instrument issue appears to be a clogged waste line and fitting, which was resolved after the fse replaced the waste line and installed new fittings. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report that the cap piercer of the unicel dxc 600 synchron system was overflowing. The customer technical specialist (cts) generated a service request. The field service engineer (fse) inspected the instrument and found a lack of vacuum on the waste line because a quick release fitting was clogged. The fse replaced the waste line and installed new fittings onto the instrument. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no one was harmed by or exposed to the instrument overflow, and that patient samples and results were not affected.